Event description:
The harvard 2 (dual channel) syringe pump was being used to infuse liquid through the tips of a special probe of a connected (by communication cord)rita 1500 esu that is used to destroy tumors in the liver (in this case). At about 12:30 pm in the operating room, the harvard 2 pump failed requiring the operating device nurse to manually perfuse the syringes for the procedure to continue. No patient harm occurred. The sequence of event was as follows: the pump was powered up and purged without incident. Then came a red system failure screen; the unit was powered up again and a yellow screen appeared with "calibrate pump for syringes, do not use." According to the manufacturer representative, the actions of the infusion pump constitute a "hard failure" and required calibration at the manufacturer. This was a new pump (as of 11/04/03) and had been used only twice. The pump will be returned to the manufacturer.